Event description:
Pt was revised to address acetabular loosening, poly wear and osteolysis.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 220 mg/dl (advantage) and 117 mg/dl (active) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system. (B)(6).